Event description:
Caller states neonate patient received results of 36 mg/dl on aviva system 1 and 37 mg/dl on aviva system 2 while a comparison lab returned as 60 mg/dl. The reported values were obtained within 10 minutes of each other. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 202699, expiration date 10/31/2011). (B)(4).

Event description:
It was reported that during an appendectomy procedure, before starting the surgery, the blue reload fell out of the device. It was not possible to reload again because the device was deformed. It is unknown how the procedure was completed. There were no adverse consequences for the patient.